Event description:
The customer reported that she received a low threshold suspend alert on the insulin pump while her blood glucose was 107 mg/dl and the sensor was giving a reading below 40 mg/dl. She was advised to select the option to either suspend or restart basal rate insulin. The customer stated she had been selecting restart basal for the entire duration of the night. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-35157.